Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead exhibited high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated damage at implant. Analyst noted that visual inspection found the helix bent inside the sleevehead and drive shaft lug stuck behind the retraction stop, damage at implant all electrical test results were passed. Nothing found that contribute to the electrical complaint of high impedance. If information is provided in the future, a supplemental report will be issued.